Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. One image was provided. Based upon the image review, the complaint investigation is inconclusive for filter tilt; however, it is confirmed for crossed filter legs. The investigation is inconclusive for deployment issues. Based upon the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the reported event.

Event description:
It was reported that during deployment of a vena cava filter, the last two filter legs became stuck in the delivery sheath. The filter deployment was completed with additional manipulation of the delivery system; however, the filter legs became crossed and the filter tilted. The filter remains implanted. There was no reported patient injury.